Manufacturer narrative:
Continuation of d10: product ID: {{harmony-dcs}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date: {{na}}; explant date: {{na}}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic pulmonary valve a seizure occurred. Tonic-clonic seizure-like activity included rhythmic jaw muscle twitching, deconjugate gaze, and apnea presented. Unspecified medication was provided. A head and neck computed tomography angiogram (cta) was performed which noted no large vessel occlusion or stenosis. There was no acute intracranial abnormality. A brain magnetic resonance imaging (MRI) without contrast noted multiple scattered cerebral and cerebellar microhemorrhages which were reported as most likely chronic. As reported, a possible seizure-like episode occurred in the setting of the anesthesia medication. The event resolved the same day. The physician indicated the event was possibly related to the implant procedure but unrelated to the medtronic products.

Event description:
Additional information received indicated the patient required re-intubation during the course of the event.

Manufacturer narrative:
Updated data: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.